Event description:
A mother called to report she had deactivated a pod that did not reduce her child's high blood glucose despite bolus infusions. She said the pod was new since the previous night. Her daughter's bg remained in 200's throughout night. The caller thought it was the high fat foods child was eating. In the morning, her bg remained in 200's and rose to "hi" to few times that finally decreased after manual injections given. She described hearing crackling sound the pod upon filling. Advised the mother not to use pod if she encountered anything unusual with setup process. No further problems reported.

Manufacturer narrative:
The product has not been returned so no evaluation is possible. The customer heard a noise during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filing the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.